Event description:
The customer was admitted to the hosp for low blood glucose levels. The customer reported a 10 unit bolus while she was sleeping. The customer does not recall programming the bolus. The customer had a seizure and was in a coma for 14 hrs. No further details provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.